Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the sales representative that the patient dislocated resulting in revision surgery. The dr. Revised an mdm to a constrained liner. Removal of a 38d liner, 38d effective head, and a +0 22mm femoral head. The effective head dislocated from the articulating head. The head was floating in the soft tissue. The revision was performed without incident.